Manufacturer narrative:
This device was used for treatment, not diagnosis. Two females aged 50 and 48 years; five males aged 59, 45, 43, 46 and 43 years. Meidinger, g. Et al (2011). May smokers and overweight patients be treated with a medial open-wedge hto? Risk factors for non-union. Knee surg sports traumatol arthrosc, 19, 333¿339. This report is for an unknown tomofix construct. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: meidinger, g. Et al (2011). May smokers and overweight patients be treated with a medial open-wedge hto? Risk factors for non-union. Knee surg sports traumatol arthrosc, 19, 333¿339. The authors conducted a retrospective study to investigate the rate of non-union after a medical open-wedge high tibial osteotomy with synthes device, tomofix plate. Between 2006 and 2008, a total of 186 medial open-wedge high tibial osteotomies were performed in 182 patients (142 men and 40 women), mean age 40.3 years (range 16-68 years) in men and 43.7 years (range 20-59 years) in women. One fourth of patients were smokers; body mass index averaged 26.8.; and fracture of lateral cortical hinge was seen more often in female patients (32.5 percent). The authors reported that ten patients developed a non-union and underwent revision surgery. Complications in these patients included: (B)(6) female with infection, (B)(6) male with wound healing disorder and (B)(6) male with breakage of a screw. The findings of the authors included the need to discuss the risk of nonunion with smokers and overweight patients and to preserve the lateral cortex. This is a serious injury report for seven patients with nonunion and subsequent revision surgery. This is report 1 of 4 for complaint (B)(4). This report is for an unknown tomofix construct. A copy of the journal article is being submitted with this medwatch.